Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n288198, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient had her stimulator programmed to go down when she was in a lying position. When standing it would be higher. The night before this report, the patient noticed her back was hurting a lot and the settings were found to not be that way anymore. The pain was not being covered for maybe the past week, 4-5 days. Her back was hurting more and she had originally thought it was the shoulder therapy she was also taking. The shoulder replacement was noted to have occurred on (B)(6) 2014 and still couldn¿t reach behind her so her daughter helps her. The patient was feeling it 90% in her legs at the settings used at the time of this report but she wished to feel stimulation in her back. Troubleshooting with the patient programmer (pp) was performed, starting with program d, upright at 3.3 volts. Programs a, b, c, and d were noted and none showed pictures of body positions and program d was the only one that said upright. Stimulation was changed to program a and increased. It was reported to feel like a surge higher than her lower back but was not as helpful with her pain. Program c was chosen and increased to 2.8 volts. This was noted to feel better. It seemed to be below the waist instead of above the waist and the patient wanted to leave it there. The patient tried lying down and the stimulation did not adjust to a lower setting. The patient did not recall what other settings had done for her but wanted to use the one that changed when she laid down and stood up. It was reviewed that the patient had to remain in the same position for 3 minutes in order for the stimulator to remember the setting. It was then determined that only program d was set up with adaptive stimulation. The others were only for regular stimulation. The patient was recommended to her healthcare provider (hcp) if she wanted her programs to be changed. Follow-up was performed to determine if any further troubleshooting had been done, if the patient had any further concerns, and if the patient was receiving effective therapy. This event will be updated if additional information is received.